Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt/check belt" messages) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation, all therapy electrodes were creased and the connector cracked on the trunk cable. The cause for the failure was excess pulse wire inside ECG "c" shortened out against d4 and d5. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt/check belt" messages.